Event description:
It was reported that the patient underwent a penile prosthesis replacement surgery in which the existing device was removed and a new ambicor penile prosthesis (app) was implanted due to unspecified reasons. No information was provided about the patient outcome. It was further reported that the device was not filling properly leading to the procedure. The patient did not experience any adverse events and was said to be okay following the surgery. No more information available at the moment. Should additional information become available, it will be provided.